Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received the scs system including two percutaneous leads (from the same lot) on (B)(6) 2010 to manage pain associated with peripheral neuropathy. It was reported the patient feels a flash sensation followed by a burning around her calf area which lasts for approximately sixty seconds. The patient is working with her physician to determine the course of treatment. No further information is available at this time.